Manufacturer narrative:
Please redact this report, as it is a duplicate of FDA report # 2649622-2013-07626.

Event description:
It was reported that the right ventricular lead had undefined impedance in both unipolar and bipolar, no capture at maximum outputs and noise. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 8042b implantable pulse generator, (B)(6) 2005. A 4193 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.